Event description:
Home patient reports noting leak with patient line tubing of homechoice set after receiving the "check patient line" alarm during fill 1/4 of homechoice treatment. Spouse reports home patient restarted with new supplies as instructed by baxter technician. No patient injury or medical intervention required per spouse.